Event description:
It was reported that the patient presented to the clinic after inappropriate therapy was delivered into a low impedance which damaged the device. Upon review of session records, vf was inappropriately diagnosed due to lead noise. The device was explanted and replaced. The patients condition is stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of inappropriate therapy was confirmed in the laboratory via review of stored electrograms. Upon receipt, the device was interrogated and found to be in backup vvi mode due to a power-on-reset. An arc mark was found on the device can. Further evaluation of the arc mark indicated the presence of lead material. Analysis found that the hv output circuit was damaged. The damage found is consistent with that caused by delivery of high voltage therapy into low impedance. The cause of the reported inappropriate therapy could not be determined. (B)(4).